Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9734699, serial/lot #: unknown. Initial reporter name unknown at the time of report. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged cd drive that did not function. The cd drive needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Information updated to reflect returned product analysis provided in previous regulatory report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot/serial number of concomitant medical products is (B)(4). Initial reporter name/occupation provided. The cd drive was returned to medtronic for analysis. Analysis revealed that when connected to a test system, the returned drive was found to be fully functional. The drive was able to load and archive exams without issue. No failures were found. (B)(4). If information is provided in the future, a supplemental report will be issued.